Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4). Analysis of the catheter (B)(4) found a hole in the catheter body caused by a deep abrasion.

Event description:
It was reported the patient had a fever, increased spasticity and sweating (diaphoresis). A leak/break was visualized approximately 3 cm distal to the catheter connection. A length of 4.7 cm of catheter was removed to eliminate the area of leakage. After the repair, the catheter was easily aspirated through the cap (catheter access port) with a return of approximately 1.5 ml of fluid. Dye was injected through the cap with visualization of delivery into the intrathecal space. The pump was reprogrammed post op with 15% of the previous dose and catheter was primed. The event outcome was not reported and information has been requested. The pump was used to deliver baclofen.